Event description:
The customer reported an x-ray disable error message. This resulted in a loss of imaging functionality. There I no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel encoder pcb and control panel processor were replaced, and a collimator calibration was performed. The system was tested and found to be working as intended and returned to service.